Manufacturer narrative:
The device does not have visual defects. Rings were inspected and ring #2 seal was found compromised, broken adhesive was observed; there is dried body fluid on the edge of the electrode. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right curve was placed in the specified shaded area of the template. The left curve failed to reach the specified area since there was no movement of the tip during steering knob actuation. The left steering wire was separated from the center support and has retracted back between ring #2 and ring #3. The catheter was dissected and it was noted that the kevlar wrap was found retracted. The distal tip was dissected and was confirmed the left steering wire separated from the center support due to a broken solder joint; however, remnants of solder were found on the center support where the left steering wire used to be attached. The kevlar wrap was exposed in order to measure it and was found out of specification.

Event description:
Reportable based on device analysis completed on 03jun2019. It was reported that the catheter was defective. During a procedure with a blazer prime xp "it was a bad catheter, it wouldn't work". They finish the case with another catheter of the same size. No patient complications occured. However, returned device analysis revealed broken adhesive on ring #2.